Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." Device was explanted and replaced.

Event description:
Healthcare professional reported a right side "rupture." Healthcare professional later reported capsular contracture, baker grade unknown and "inframammary fold and contour irregular." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec, yellow encapsulation on the shell, an opening on posterior, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on posterior. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process." The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.